Event description:
The patient was scheduled for an exchange of breast implants (large for smaller). The left-sided implant had ruptured at an unknown date. The implant was removed without adverse reaction. Notes from the operative report: "beginning with the left breast incision through previously well-healed mastectomy scar down through periprosthetic capsule. Old implant was to be removed, noting on the left side a rather surprise finding of a left fully ruptured implant, completely ruptured, shattered basically, and gel, although solid gel still definitely ruptured. This was all taken in pieces of the capsule. Capsule was then rinsed as best possible." Further notes from the op report: "also of note after discussion with the patient and the patient's family, there is possibility she believes that she had been in a car accident within the past year, may have caused some extra trauma to that left breast. Nothing that was noted preoperatively or by history prior to that."